Event description:
A report was received explaining that during an injection, the needle became detached from the syringe. No needle-stick took place. No patient or clinician injury reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.